Event description:
Intraocular lens forcefully ejected from the injector and inflicted trauma to the eye. A hyphema formed. Pt was in the operating room having a cataract extraction with intraocular lens implant. The preloaded lens was prepared by the surgical tech. Upon insertion, the lens was seen to forcefully eject from the ejector and inflicted trauma to the angle of the anterior chamber. A hyphema was seen to form. The injector was utilized according to the MFR's recommendations.